Event description:
It was reported that c4103 a-trac grasping insert broke during a procdure. A portion of the insert was not retrieved from the patient. It was reported that the grasper device was found to be faulty and inserts were not seating correctly, could be the problem but not sure if this device was involved in the incident. No patient injury or complication was reported.